Manufacturer narrative:
Device evaluation summary: service engineer evaluated the device and was unable to duplicate the reported issue. The latest software was updated and the oxygen sensor was replaced. The ventilator passed all testing per manufacturing specification and was placed back into clinical use. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ht70 ventilator has frozen screen and observed remote alarm out put was not working properly. The ventilator was not in use on a patient at the time of the reported event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventilator became inoperable. The ventilator was not on a patient at the time of the event.